Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm volume was too low. There was no adverse impact to the customer¿s blood glucose level. No additional product or event information is available.